Event description:
Ous MDR. Lead was dislodged.

Manufacturer narrative:
The destructive analysis revealed a twisted inner conductor. A twisted conductor coil may be caused by turning the connector pin to extend or retract the screw without an inserted stylet for at least 30 turns during implantation. Due to the twisted conductor coil, the functionality of the fixation mechanism is compromised. However, the twisted conductor did not cause the dislocation of the lead. The cut in the insulation and the deformation of the vcs shock coil were probably caused by the explantation procedure. Apart from the described analysis results, no sign of material or manufacturing problem could be observed.